Manufacturer narrative:
During our examination of the device, we were able to confirm the balloon had ruptured. An "instructions for use" booklet is provided with this device that cautions that particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. It also warns to not exceed rated burst pressure. Rupture of the balloon may occur. Adhere to balloon inflation pressure parameters that are provided. Over-inflation may cause rupture of the balloon with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. Additionally, if resistance is met during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit. Our quality control dept ensures the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied; visually verifies the shaft material is free of bends, kinks and other surface imperfections. Based on the results of our investigation and that the balloon was inflated beyond the recommended rated burst pressure, this event appears to be procedurally related. Nevertheless, the appropriate individuals were notified of this matter and we will continue to monitor for similar reports.

Event description:
The balloon catheter was placed over a wire and used to angioplasty the right subclavian/brachiocephalic stenosis on a male pt in 2008. High pressure was used up to 17 atms with an insufflator and the balloon ruptured. No contrast extravasation. Upon removal of the balloon, there was increased tension near the cephalic arch. The tip of the balloon appeared to have separated from the rest of the balloon and stuck at the cephalic arch. Wire remained in place but also appeared adherent to the balloon and unable to remove. A second cannulation to retrieve the tip of balloon by a fogarty method was attempted. After 45 minutes without success, a physician was called. The sheaths were sutured in place and the pt transported to hosp or for surgical removal of the separated segment. Balloon was successfully removed and access is still functioning. The pt is fine and access is still functioning.